Event description:
Port implanted in pt on 8/10/95 for chemotherapy treatment. Inability to flush catheter on 10/2/95 was noted. Catheter removed by md on 10/5/95, however, chest x-ray revealed a broken catheter with the distal tip in the pulmonary artery. The tip was removed by a "snare" procedure.